Manufacturer narrative:
Lot number - 18c051 and 18h020. One single-use sample was received for evaluation. Visual inspection revealed several cuts in two segments of the tubing line. During the leak test, a leak was observed from the cuts. The reported condition was verified. The cause of the condition could not be determined. One photograph was also received for evaluation. Visual inspection revealed fluid on the outer surface of the device housing, indicating that a leak had occurred. The photograph did not show evidence of a leak from the bladder. The reported leak was verified. The cause of the condition could not be determined. A batch review was conducted for lots 18c051 and 18h020 and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 3 malfunction events. It was reported that three (3) large volume infusors leaked. One device leaked from a crack on the administration tube after filling, one device leaked from the bladder during filling, and one device leaked from the bladder after filling. No patients were involved. No additional information is available.